Event description:
Related manufacturer reference number: 2017865-2021-28614. It was reported that the patient presented in clinic for a follow up. Interrogation revealed that the right atrial lead exhibited oversensing of noise and inappropriate automatic mode switch. Additionally, signal artifact was noted on the pacemaker. The lead noise was reproducible with isometric exercised. No device or lead intervention was performed and the patient will be monitored. The patient was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.